Manufacturer narrative:
The customer was instructed through troubleshooting to wipe down electrical contacts. Still received error. The customer was then instructed to clear or make sure the error is not on the screen, and power down the device. The customer was advised to check that there is no debris where you plug scope in and plug the scope in and power the unit on. No errors occurred. Customer will finish the procedure and day. The customer will follow up with their findings. Customer reports that issue has resolved. Device will not be returned due to issue being resolved through troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source received a b30 scope communication error during a diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it has been determined that b30 was displayed because communication with a scope failed due to liquid or foreign material adhering to the electrical contacts. The instructions for use identify verbiage that could prevent the phenomenon: "4.3 connection of an endoscope caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. If the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely.". Olympus will continue to monitor field performance for this device.